Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the patient experienced visual disturbances to secondary to cataract surgery. The iol was exchanged for another lens model 10 months following the initial implant procedure. Additional information received and stated that the patient was not hospitalized for the event and there was no patient harm.

Manufacturer narrative:
The lens was returned in a specimen cup. Solution was dried on the lens. The optic was cut into pieces (some pieces were not returned), typical of insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. The file indicated the use of a qualified lens/delivery system combination. The viscoelastic indicated is not qualified for the lens/delivery system combination. The root cause for the reported residual myopia could not be determined. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The file indicated that the multifocal company lens 24.0 diopter, add power +2.2 & 3.2 lens model was replaced with a non-company monofocal lens model. Information was provided that the "patient was poor adopting to multifocal technology". Due to the exchange of a multifocal lens to a monofocal lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. The manufacturer internal reference number is: (B)(4).